Event description:
The customer reported that insulin alarmed an error and insulin was squirting out during the manual prime process. The blood glucose reading was 83mg/dl. Advised the customer to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.